Event description:
While evaluating the pneumatic drill at the manufacturer, it was reported that a hole was found in the pneumatic hose. This event did not occur during a surgical procedure, so there was no patient involvement. There was no user injury reported, and no adverse consequences alleged with this event.